Event description:
It was reported that there was a power switching problem while using the monitor. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the issue was found during preparation for use for an unspecified procedure. The intended procedure was completed with a similar device, and no delay was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power is not turned on due to switching regulator failure. Olympus will continue to monitor field performance for this device.